Event description:
It was reported that a large volume infusor leaked. The device had been filled with 13500mg piperacillin/tazobactam. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 6, 2022 ¿ september 8, 2022. H10: the actual sample was received for evaluation. A visual inspection was performed via the naked eye which noted fluid inside a bag. When the unit was removed from the bag, the cause of leak inside the bag was found to be the untightened blue winged cap. Functional testing was performed by filling the device with green colored water to the minimal volume. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The device was monitored until the next day; no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The product label, instructions for use, indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.